Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol marlex (bard flat mesh) and ventrio st on(B)(6) 2014 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿an incision was made following the previous scar. The hernia sac was identified. Omentum hernia in the inferior of the fascial defect was reduced within the abdominal cavity. A bard flat mesh (device 1) was placed and secured with suture.¿ (B)(6) 2015 - patient was diagnosed with large recurrent ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 2) and bard flat mesh (device 3). Per op notes, ¿the prior midline incision was excised with an elliptical incision. A large hernia defect was noted in the midline. The hernia sac was dissected and contents of the hernia were reducible. Adhesions were lysed. Bilateral advancement flaps were performed. A ventrio st mesh (device 2) was placed and secured with suture. A bard flat mesh (device 3) was placed and secured with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:this supplemental emdr is submitted to document additional information provided.root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-nov-2013) is considered to be a best estimate.updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot., UDI no., expiry date), d6a, g3, g4, g6, h2, h4, h6, h10.this supplemental emdr represents the bard/davol flat mesh) (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventrio st mesh (device 2).note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol marlex mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard/davol ventrio st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol marlex (bard flat mesh) and ventrio st on (B)(6) 2014 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.